Manufacturer narrative:
((B)(6) 2011)-the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) with the following findings: the meter has passed testing with no faults found. The patient also returned the test strips; however, product analysis is not required since the test strips are not involved with this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 9am. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages her diabetes with insulin (40 units of regular r insulin in the morning and in the evening). It is not known if the patient continued monitoring her blood glucose with another/secondary device after the alleged issue began. Following the reported meter issue, the patient indicated she continued with her usual dose of medication between 9-10am and 6-7pm, on (B)(6) 2011. According to the csr's documentation, three weeks after the alleged issue occurred (date not specified) the patient claimed she woke up between 2-3am with symptoms of low blood glucose (specifying shaking and sweating). During the span of three weeks (since the start of the alleged issue) it is not known how the patient was monitoring her blood glucose and it is also not known if the patient made any changes to her diabetes regimen prior to the onset of her symptoms. The patient reportedly administered self-treatment by consuming half a can of coke and crackers at an unknown time later and according to the csr's documentation, the patient went back to bed once her blood glucose went to "normal". On (B)(6) 2011(just before 2pm) the patient also indicated she had contacted the emergency medical services (ems) because she was having symptoms of weakness, excessive thirst, frequent urination, and felt "blah". According to the csr's documentation, the patient reportedly obtained two "high" readings with the ems's meter; the patient was reportedly transported to the emergency room (ER) at approximately 2:40pm; the patient obtained a blood glucose result of "637mg/dl" with the ER's meter 10 minutes later; at 3pm the patient was given 15 units of regular r insulin with one bag of IV; and later, with a second bag of IV the patient was administered 20 units of regular r insulin. It is not known when the patient was released from the ER. During troubleshooting, the csr noted that the subject meter's battery was not replaced per owner's booklet recommendation and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.